Event description:
Following a hysteroscopy and two unsuccessful cavity integrity assessment (cia) tests during an attempt novasure endometrial ablation the physician did a hysteroscopy and saw a uterine perforation. The procedure was aborted and the pt was given prophylactic antibiotics and discharged home. A dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller and the hysteroscope not provided by complainant. The disposable device is not being returned; therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. IFU: according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).